Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The tubing set was returned from an unspecified department with an unsigned note that stated, "k+ piggyback bag backed up into main IV or normal saline." No tracking info was provided; therefore, no specific pt info or event details were available. There were no reported adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.